Manufacturer narrative:
A review of complaints for lot 02341ui00 identified only one other complaint for discrepant tsh results. The trending report review determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Accuracy testing was performed with a retained kit of lot 02341ui00 and all specifications were met indicating the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is sufficiently addressed in the labeling. Based on the investigation no product deficiency was identified for the alinity I tsh reagent, lot 02341ui00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Update to section d. Suspect medical device, 4. Lot # from unknown to 02341ui00, and expiration date from blank to 09/19/2020.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely depressed alinity I tsh results on one patient. The results provided were: on (B)(6) 2019 = 2.5 / repeated on different analyzer = 34.8 which matches the patient's previous tsh results. There was no reported impact to patient management.